Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a benchmark 6f 071 delivery catheter (benchmark), the hospital staff found a plastic coating on the inside of the distal end of the benchmark, which prevented it from being flushed. The issue with the benchmark was found prior to use and therefore not used in the procedure. The procedure was completed using another benchmark.